Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) received a yellow alert for atrial arrhythmia burden (aab). Technical services reviewed the device logbook and noted an atrial tachy response (atr) episode that was suspected to be caused by electromagnetic interference (emi). No adverse patient reactions were reported. This product remains in use.